Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line tubing had disconnected from the luer connector, and that the disconnection was not precipitated by excessive activity or pulling by the patient. The tubing-luer connection was cleansed with betadine and resecured with tape. It was also reported that there was no harm to the patient.

Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test. The proximal patient line tubing was disconnected from the patient line stopcock. Adhesive was observed in the interior of the tubing to luer connector. Additionally, a portion of adhesive was observed on the exterior of the connection. A review of the manufacturing records was not possible as a lot number was not provided. Process improvements and process monitoring of patient line assemblies has been implemented to address the reported issue. (B)(4).

Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test. The proximal patient line tubing was disconnected from the patient line stopcock. Adhesive was observed in the interior of the tubing to luer connector. Additionally, a portion of adhesive was observed on the exterior of the connection. A review of the manufacturing records was not possible as a lot number was not provided. Process improvements and process monitoring of patient line assemblies has been implemented to address the reported issue. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.